Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while grasping tissue with the 5dcd instrument, the tip suddenly broke and the tip fell into the pt. The tiny part (about 8mm), fell into the body cavity and it took 40 minutes to retrieve this metal piece. This is all the info that was available for this case.